Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the hard drive to repair this malfunction. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys displayed a communication failure after boot-up. There was also reported slow boot-up sequences.